Event description:
The ambulance report indicated that pt's prosthetic knee buckled causing numerous injuries. The most significant appears to be a fractured wrist with surgical reduction and internal fixation.